Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed drawer. Customer tried to recover storage space, but drawer failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 had failed to close. A field service engineer (fse) removed the back panel and found that the inseparable magnet was missing from the inseparable latch. The fse replaced the inseparable latch, restarted the station, and ran the hardware test application diagnostic tool, which reported no further issues. The station was then restarted, and the customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.